Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Summary: no serious injury, device malfunction, cross contamination or death related to the duodenoscopes used in the region of this study have been reported; therefore, pentax could not confirm the specific user facility, event dates, sampling dates, or patient cases potentially exposed to a cross contaminant. Without specific product information, further investigation is not possible. Similarly, with products not being returned for evaluation, failure modes cannot be investigated or confirmed, therefore the root cause cannot be established. Clinical case report literature article van der ploeg, k., klaassen, c.h.w., renkens, s.h.j., mason-slingerland, b.c.g.c., severin, j.a., bruno, m.j., vos, m.c. (2025, march 07). "Evaluating the risk of duodenoscope-associated colonization and duodenoscope-associated infection: a prospective observational study." Journal of hospital infection, 160, 101-108. Doi: 10.1016/j.jhin.2025.02.014. If additional information becomes available, a supplemental report will be submitted with any new information. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. This narrative applies to MDR report numbers 9610877-2025-00071 through 9610877-2025-00143.

Event description:
B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. Pentax medical became aware of an event through a peer-reviewed observational study that reported on the impact of reprocessing-related factors on duodenoscope contamination. The study was conducted at a medical institution in the netherlands from january 2022 to december 2023 and evaluated the incidence of duodenoscope-associated colonization (dac) and duodenoscope-associated infection (dai) after endoscopic retrograde cholangiopancreatography (ercp) procedures using the pentax medical duodenoscope model ed34-i10t2. As a result, contaminated duodenoscopes were used in 73 out of 341 ercp procedures (21.4%), but no cases meeting the definitions of dac or dai were identified. In six patients with suspected matching bacterial strains, culture and whole genome sequencing (wgs) confirmed no genetic relatedness. The study suggests that in a non-outbreak setting, when routine microbiological surveillance and isolation of contaminated endoscopes are implemented, the incidence of dac and dai is extremely low. However, the study also highlights that factors contributing to dac or dai and limitations in detection accuracy remain challenges, indicating the need for further research. It should be noted that the study does not claim any defect in identification, quality, durability, reliability, safety, efficacy, or performance of the ed34-i10t2 duodenoscope itself. Although no actual infections or health injuries were identified in the cases where contaminated duodenoscopes were used, and no microbiological link was confirmed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.